Event description:
A us distributor reported that an electrode belt cannot run testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt ECG "a & b" cable was severed.  The root cause for missing cable was physical abuse.. No adverse events occurred from the damaged electrode belt.